Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pain/labor like pain') and pneumonia ('I had pneumonia') in a 32-year-old female patient who had essure (batch no. 727106, 86970- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, abortion spontaneous incomplete, pyelonephritis, kidney infection, depression, anxiety disorder, cervical dysplasia, gonorrhea, cough, menometrorrhagia and anemia. *urine pregnancy test: negative. Previously administered products included for pid: antibiotics. Concurrent conditions included anxiety, bipolar disorder, depression, sore throat, acute bronchitis and dysmenorrhea. Concomitant products included benzatropine (benztropine), minerals nos;vitamins nos (prenatal vitamins), quetiapine fumarate (seroquel) and venlafaxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), constipation ("constipation"), vomiting ("vomiting") and abdominal distension ("bloating"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 1 month 5 days after insertion of essure. In (B)(6) 2012, the patient experienced rash ("rash on pelvic area anytime I wore a belt"). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss/ unable to gain weight while essure was implanted"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pneumonia (seriousness criterion medically significant), back pain ("lower back pain") and malaise ("I was sick"). The patient was treated with sumatriptan succinate (sumitrex) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight decreased had resolved, the pneumonia, vaginal haemorrhage, menorrhagia, rash, headache, endometriosis, back pain, malaise, hot flush, anxiety, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, fatigue, constipation, vomiting and abdominal distension outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, endometriosis, fatigue, headache, hot flush, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain, pneumonia, rash, urinary tract disorder, vaginal haemorrhage, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: menorrhagia. Lot number: 727106 manuf date: 2010-03 exp date: 2013-03. Lot number: 86970 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received. Events added: hot flashes, mood swings, anxiety, depression, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), fatigue, constipation, vomiting, bloating. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 727106, 86970- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical dysplasia, abortion spontaneous incomplete, pyelonephritis, kidney infection, depression, anxiety disorder, cervical dysplasia and gonorrhea. Previously administered products included for pid: antibiotics. Concurrent conditions included anxiety, bipolar disorder, depression and sore throat. Concomitant products included benzatropine mesilate (benztropine), prenatal vitamins, quetiapine (seroquel) and venlafaxine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 6 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced rash ("rash on pelvic area anytime I wore a belt"). In (B)(6) 2012, the patient experienced weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with sumatriptan succinate (sumitrex) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight decreased had resolved, the vaginal haemorrhage, menorrhagia, rash, headache, endometriosis and back pain outcome was unknown and the migraine was resolving. The reporter considered back pain, endometriosis, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.33 kgs. Lot number: 727106 man date: (B)(6) 2010. Exp date: 2013-03. Lot number: 86970 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pain/labor like pain") in a 32-year-old female patient who had essure (batch no. 727106, 86970- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, abortion spontaneous incomplete, pyelonephritis, kidney infection, depression, anxiety disorder, cervical dysplasia and gonorrhea. *urine pregnancy test: negative. Previously administered products included for pid: antibiotics. Concurrent conditions included anxiety, bipolar disorder, depression and sore throat. Concomitant products included benzatropine mesilate (benztropine), minerals nos;vitamins nos (prenatal vitamins), quetiapine fumarate (seroquel) and venlafaxine. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"), 1 month 5 days after insertion of essure. In (B)(6)2012, the patient experienced rash ("rash on pelvic area anytime I wore a belt"). In (B)(6)2012, the patient was found to have weight decreased ("weight loss"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced back pain ("lower back pain"), malaise ("I was sick") and pneumonia ("I had pneumonia"). The patient was treated with sumatriptan succinate (sumitrex) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and weight decreased had resolved, the vaginal haemorrhage, menorrhagia, rash, headache, endometriosis, back pain, malaise and pneumonia outcome was unknown and the migraine was resolving. The reporter considered back pain, endometriosis, headache, malaise, menorrhagia, migraine, pelvic pain, pneumonia, rash, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Lot number: 727106 manuf date: 2010-03 exp date: 2013-03. Lot number: 86970 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received : new events, "I was sick and I had pneumonia" were added. Patient's demographic details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 727106, 86970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical dysplasia, abortion spontaneous incomplete and pyelonephritis. Previously administered products included for pid: antibiotics. Concurrent conditions included anxiety, bipolar disorder and depression. Concomitant products included benzatropine mesilate (benztropine), prenatal vitamins, quetiapine (seroquel) and venlafaxine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 5 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced rash ("rash on pelvic area anytime I wore a belt"). In (B)(6) 2012, the patient experienced weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with sumatriptan succinate (sumitrex) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight decreased had resolved, the vaginal haemorrhage, menorrhagia, rash, headache, endometriosis and back pain outcome was unknown and the migraine was resolving. The reporter considered back pain, endometriosis, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.33 kgs. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Product indication, lot no. Added and implanted date updated. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rash on pelvic area anytime I wore a belt, migraines, headaches, endometriosis, weight loss, lower back pain, she did not undergo essure confirmation test were added. Concomitant and historical condition, treatment, concomitant and historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.